Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2021. On (B)(6) 2021, the patient¿s cgm values were lower than her bg value which resulted in her being admitted to the hospital and treated with insulin (humalog). The event cgm and bg values were not provided. At the time of the report, the patient¿s cgm displayed 149 mg/dl but her bg was 285 mg/dl. The patient has calibrated the cgm; however, the values remain inaccurate. At the time of the report, the patient was waiting for their blood glucose to stabilize. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).